Event description:
At a six month follow up, a gore helex septal occluder was found embolized in the pulmonary artery. The physician is weighing options for device removal. The pt is doing well.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.